Manufacturer narrative:
H4: manufacturing date: added. D4: expiration date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information available indicated that the device was confirmed to be in good condition prior to use,continuous flush was maintained, no friction/resistance was encountered during the procedure, compatible microcatheters were used (marathon [0.013in] and prowler [0.015in]), and the patient's anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, the exact cause for the reported event cannot be determined.

Event description:
It was reported that during spinal cord vascular malformation embolization case, the guidewire (subject device) and microcatheter was advanced near the lesion. When the physician tried to advance the guidewire, the guidewire distal tip fractured and since the lesion was in the spinal cord vascular (vessel was very thin), a snare device couldn't be used to take the fractured part out. The physician did not remove the fractured distal tip and it remained in the anterior spinal artery. The patient was discharged home in good condition with no clinical consequences reported at this time. No further information available at this time.

Manufacturer narrative:
This is 2 of 2 reports. The device is not available to the manufacturer.

Event description:
It was reported that during spinal cord vascular malformation embolization case, the guidewire(subject device) and microcatheter was advanced near the lesion. When the physician tried to advance the guidewire, the guidewire distal tip fractured and since the lesion was in the spinal cord vascular(vessel was very thin), a snare device couldn't be used to take the fractured part out. The physician did not remove the fractured distal tip and it remained in the anterior spinal artery. The patient was discharged home in good condition with no clinical consequences reported at this time. No further information available at this time.